Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1 implantable collamer lens of diopter -14.5/+3.5/092 into the patient's left eye (os) on (B)(6) 2022. The lens was exchanged on (B)(6) 2022 for a lens three sizes longer in length due to low vault. This resolved the problem. Cause of event reported as unknown.